Event description:
It was reported the patient is experiencing pain at her scs ipg pocket site after loosing weight and her scs ipg becoming shallow. Follow-up identified the patient's scs ipg was replaced and her pocket site was relocated. The issue resolved with the surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.